Manufacturer narrative:
Ref. Related mfgr. Report numbers: 2015691-2018-02559, 2015691-2018-02560, 2015691-2018-02578, 2015691-2018-02579, 2015691-2018-02582, 2015691-2018-02584.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The patient was treated between april 2015 and september 2017. The valve was not returned to edwards lifesciences as it remains¿ implanted in the patient. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of each of the worsening pvl is unknown, however, may be due to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: praz, fabien, et al. "Transatrial implantation of a transcatheter heart valve for severe mitral annular calcification." The journal of thoracic and cardiovascular surgery (2018).

Event description:
As reported through a journal article titled, "transatrial implantation of a transcatheter heart valve for severe mitral annular calcification" post tvr procedure in the mitral position, one patient with mild paravalvular leak (pvl) at discharge, experienced hemolysis related to progression to moderate pvl 3 months after surgery. The patient was successfully treated with postdilation of the 29mm sapien 3 valve using a 28mm z-med balloon and implantation of a 8mm amplatzer vascular plug. Mr was reduced to grade 1+ after plug implantation and hemolysis subsequently resolved.